Event description:
It is reported that when the surgeon was removing inserter link from lag screw, the thread of inserter link was fractured.

Manufacturer narrative:
Evaluation summary: the returned device has a potential usage period of 5 years and the threads may have become worn due to heavy use. The instrument could also fracture if cross threaded or not fully fastened in the lag screw. The dimensional and hardness specifications are conforming to print. User or iatrogenic failure could be the probable reason for this event. The device is fractured at the first thread initiating at the smooth shaft. Wear damage on the knurling and the rest of the shaft is consistent with the approximately 5 year potential field age of the device. Review of the device history records did not find any deviations or anomalies. There is no indication that design or manufacture contributed to this outcome. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.